Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported that "77" was displayed on the screen of the infusion device. She stated she changed the power pack and the infusion device began to function properly. She stated that the power pack expired 12/2007. She was advised against using expired product and to only use corrected power packs. She was advised to dispose of all recalled power packs. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.